Manufacturer narrative:
Additional information: UDI number. The returned compressor was evaluated. Once of the attachment screws was fractured. The cause is likely attributed to unusual forces applied to the device while it was not properly attached to the mating rod. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the extension arm of a compressor broke during surgery. The surgeon was able to obtain the needed compression prior to the breakage, so an alternative instrument was not needed to complete the procedure. There were no reports of patient impacts associated with this event.